Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing. Programming changes were made. Subsequently, the device was explanted and replaced. There have been no complaints since the procedure.

Manufacturer narrative:
The reported field event of oversensing and inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.